Manufacturer narrative:
The field service engineer determined that the teflon coating on the probes was deteriorating and in need of replacement. The pinch tubing was also found to be worn. The probes and tubing were changed. The customer ran calibration and controls on all assays and all recovered within guidelines. There were no alarms on the last calibration performed on (B)(6) 2019. Quality controls were within range on the day of the event, showing no indication of a reagent or instrument performance issue. The sample centrifugation speed appeared to be too high. Upon review of the alarm trace, abnormal aspiration alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 602 module. The reporter provided data for three patient samples and all three had discrepant vitamin d results which were reported outside of the laboratory. The first sample initially resulted with a vitamin d value of 100.0 ng/ml and repeated as 100.0 ng/ml. The sample was repeated a second time on (B)(6) 2019, resulting with a value of 41.51 ng/ml. The second sample, from a female patient born on (B)(6), initially resulted with a vitamin d value of 100.0 ng/ml and repeated as 100.0 ng/ml. The sample was repeated a second time on (B)(6) 2019, resulting with a value of 21.03 ng/ml. The third sample initially resulted with a vitamin d value of 100.0 ng/ml. The sample was repeated on (B)(6) 2019, resulting with a value of 26.07 ng/ml. The vitamin d reagent lot number was 3919160, with an expiration date of 30-nov-2019.